Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer stated that the insulin pump was in their pocket and the buttons might have been held down. The customer's blood glucose was 124 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump button response due to moisture damage keypad traces. No button error alarm noted. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, broken battery tube threads, cracked reservoir tube lip.